Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient product ID: 3093-33, lot# v318138, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a fall "in the (B)(6) of 2011." It was noted that ¿shortly before 2012, "the wires moved or broke to where they were shocking the patient". The patient thought her problem was "control rather than something else". The patient stated that she was never "really told why it moved or what was discovered . It was indicated that the patient had it replaced. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported shocking again and they had a surgery around 2012 to repair whatever it was, but the patient doesn't know what happened. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported the lead did not break and its location was correct. Both the implantable neurostimulator and lead were removed. The patient recovered without permanent impairment and was doing well post-operatively and had no problems.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3093-33 lot# v318138 serial# implanted: (B)(6) 2010 explanted: (B)(6) 2012 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had one put in 2010 and had to have another in 2012 because it shocked her. Additional information from the healthcare professional reported they saw the patient on (B)(6). There were no further complications that have been reported as a result of this event.